Event description:
It was reported by service report that the side rail could become unlatched unintentionally and the side rail could not latch (latching may not have been intuitive to the user) due to debris build-up. No patient involvement or adverse consequences were reported.